Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a ligation procedure performed on (B)(6) 2022. Prior to the procedure, when the device was tested outside the patient, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a ligation procedure performed on (B)(6) 2022. Prior to the procedure, when the device was tested outside the patient, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the returned ligator head had four bands attached and the ligator teeth were damaged/ bent. The suture was unfolded and was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged. The suture was not returned. This is not the initial condition of the device, and it suggests that it was used. These conditions could have been generated due to procedure or anatomical factors leading to inability of the device to deploy the bands and teeth damaged. The most probable root cause of this complaint is adverse event related to procedure.